Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the cause was the faulty patient board set (ap and dr boards) for all phenomena reported namely: 1.) 180 series scope cannot be detected; 2.) Power cannot be turned on; 3.) Image freezes. Since there was no information supporting the design failure, the cause of the faulty boards were not identified. As to the phenomenon "endoscope image is not displayed when the subject device is used with 180 scope," it was confirmed that the design of the dr board was changed on april 16, 2018. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the patient board set malfunctioned, converter unit was defective, dp board malfunction, video connector unit's lock/release lever was faulty, and the rear panel has dented. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
A customer reported to olympus that the image on the evis exera iii video system center froze. The power supply failed, and 180 series scopes were not detected. There were no reports of patient harm associated with this event.